Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they pulled a muscle in their back on (B)(6) 2016 and when they tried recharging their implantable neurostimulator (ins) after that they could not get coupling. Pulling the muscle hurt so bad and the patient was scared they pulled the ins out of the pocket since they couldn¿t get coupling. They were on muscle relaxers and steroids but had no comfort from them yet. They tried repositioning the antenna during the report but didn¿t have any coupling boxes filled. However, they tried repositioning the antenna again and they were able to get ¿9¿ coupling bars. The patient was going to continue charging their ins. The patient was implanted for non-malignant pain and other chronic intractable pain of the trunk and limbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.